Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile analysis noted one kink at the strain relief and a separation on the catheter shaft at 31.5cm from the strain relief. The outside diameter of the catheter shaft was checked on a laser micrometer and found to be in specification. The inside diameter of proximal shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft peeled/broke. The physician selected a fetch®2 thrombectomy catheter for use in a coronary vessel. After aspiration was performed the device was removed from the patient. It was then noted the catheter appeared to be split or peeled. The procedure was completed with another of the same device. No patient complications were reported. A few days later the patient expired it was noted to be unrelated to the procedure or complications regarding the heart.